Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. Product #1 pi main [pi-2022-0031152-01]. The reported event of a catheter not being displayed was confirmed. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During device preparation, it was noted the catheter was not displayed. The connections were checked with no resolution. The catheter and tactisys ports were blown out with can air with no resolution. The tactisys was exchanged with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.